Manufacturer narrative:
Other relevant device(s) are: product ID: v amf3636c100tu, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 100mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, it was reported that the guide wire was mis-located. The guidewire was re-advanced and passed through a small sub-intimal flap. The stent graft systems were then delivered and deployed over this wire leading to a thoracic dissection and partial occlusion. The patient received bypass treatment on the same date but patient expired due to thoracic injury and occlusion. Per the physician, the cause of the event was tortuous anatomy and user error. No additional clinical sequelae were reported.